Event description:
Pacemaker was implanted on (B)(6) 2014. Reportedly, on (B)(6) 2014, a re-intervention was performed because the ventricular lead was not properly connected to the pacemaker. It was not possible to properly reconnect the v lead. A new v lead was implanted and connected to the pacemaker. After the connection, atrial lead measurements were not displayed, and it was not possible to reprogram the ventricular sensing in bipolar configuration.

Manufacturer narrative:
(B)(4).

Event description:
Pacemaker was implanted on (B)(6) 2014. Reportedly, on (B)(6) 2014, a re-intervention was performed because the ventricular lead was not properly connected to the pacemaker. It was not possible to properly reconnect the v lead. A new v lead was implanted and connected to the pacemaker. After the connection, atrial lead measurements were not displayed, and it was not possible to reprogram the ventricular sensing in bipolar configuration.